Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for a routine check in clinic. It was observed that noise and oversensing was present on the atrial lead. The lead was to be monitored. The patient had no symptoms and was stable.

Event description:
New information received notes noise was once more observed on the atrial lead. The lead was being monitored. The patient was stable.